Manufacturer narrative:
MFR's report date: 08/28/2013. Internal file no: (B)(4). Pt's info requested and all available info is included. The device has been received and the evaluation is pending. A f/u report will be submitted once the evaluation is complete.

Event description:
Customer reported the medefil heparin pre-filled syringe disconnects/unwinds itself from the maxplus valve and leaks at the male luer/female luer connection. Customer reported this has happened multiple times in the past 2 weeks on the chemo day care unit. This unit switched to the medefil heparin pre-filled syringe from the bd posi flush pre-filled heparin syringe within the past year and they did not experience this with bd syringe. This unit also currently uses the bd posi saline pre-filled syringe and do not have problems of unwinding with the maxplus valve. Customer is contacting the medefil MFR, but would like carefusion to investigate this issue as well. Anecdotal this has happened multiple times while priming the maxplus valve. There was no harm or medical intervention needed for the pt. Although requested, no further pt or event info was provided.